Event description:
It was reported to philips that the system was unable to boot up for several hours.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's internal automatic reinstall feature restored proper operation. After initialization, the system was returned to use in good working order. The codes were updated based on the investigation outcome.